Event description:
It was reported that a lead revision was performed due to loss of capture (loc) of both the right atrial (ra) lead and right ventricular (rv) leads. A micro dislodgement of both leads was confirmed. During this procedure, the physician opted to explant this pacemaker and replace it with a new device. Both leads were repositioned. During this changeout procedure, noise was noted on the right ventricular (rv) lead. The physician unplugged the lead and plugged it back into the header of this pacemaker, however, noise was still observed. Boston scientific technical services (ts) was consulted and discussed this should be resolved in a 24 hour period. No additional adverse patient effects were reported.